Event description:
Pt was due to come disconnect from 5fu pump. Pt stated his tubing to his pump bent in half and broke at 8 pm last night. He presented to the emergency room (ER) to have port flushed and disconnected from broken tubing. He brought the pump, bag and tubing back in a biohazard bag from ER. The dr notified, tubing and bag sent back to pharmacist.